Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a supplemental MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not available for evaluation. However, a photograph was provided by the customer. Photographic inspection identified that the tubing was broken. However, due to the sample unavailability, the cause could not be identified. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a small volume folfusor?s tubing broke. The unknown solution leaked on the patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.